Event description:
It was reported that customer experienced cgm error 42 message associated with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset. The reset resolved the issue and the customer continued using the pump for insulin therapy.